Event description:
It was reported that during a stent procedure, after pre-dilation with a balloon catheter, the stent delivery system (sds) was advanced to the lesion. The sds was pressurized to 10-12 atm and the balloon ruptured and a perforation was noted. A balloon catheter was used to treat the perforation. The stent was then post-dilated and the procedure was completed.